Event description:
We anticipated possibly needing sterile tweezers. We were wearing hats/masks and began to sterilely open a suture removal kit to have access to the tweezers when we noticed a 4-5-inch-long strand of wavy black/dark hair stuck to the inside of the package. It was not used.